Event description:
It was reported that medfusion 4000, having issue not recognizing syringe size, possible sensor issue. No patient injury reported.

Manufacturer narrative:
Additional information was received indicating there was no incident tied to the device. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the top case was chipped and the right plunger case was cracked. Review of the event history log showed an occurrence of an "invalid syringe size" alarm. Functional testing involved occlusion testing, flow testing and checking size calibration. The investigation was unable to duplicate the reported issue and no external damage to the size assembly was observed. The size pot was replaced as a preventive measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records., corrected data: updated d1, d4 model number